Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture. It was unspecified if the loss of capture was observed on the right ventricular (rv) lead or the right atrial (ra) lead. No adverse patient effects were reported.